Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple inaccurate fill estimates of 40 or 60 units after loading a cartridge with 300 units of insulin. Reportedly, the customer was unable to provide the amount of insulin delivered since the cartridge had been loaded. Blood glucose level was not impacted. Although requested, the customer declined to perform troubleshooting with tandem technical support.